Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. The reporter stated that the patient's blood glucose level was over 250 mg/dl but under 500 mg/dl and did not indicate that the patient suffered from any symptoms. The alleged blood glucose excursion does not meet criteria for a serious injury. The reporter reviewed the pump's settings with a customer technical support representative and found that all of the settings were properly recorded in the pump. The reporter indicated that the pump's expected basal and bolus deliveries matched what was recorded in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2014 with the following findings: a review of the pump¿s black box history showed that no activity outside of normal use was recorded. The basal and boluses added up appropriately to the total daily delivery showing that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating with the required specifications and delivering accurately. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.